Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.